Event description:
The technician reported, the right intermediate side rain would not latch. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found that the right intermediate side rail would not latch due to the latch arm being broken. The technician was unsure why the latch was broken but it was most likely from an obstacle in the patient room (chair or table) that came in contact with the bed, breaking the side rail arm latch. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. The technician replaced the right intermediate side rail latch assembly to resole the issue. Based on this info, no further action is required.